Event description:
It was reported "I removed another PICC yesterday because the staff reporting leaking and when I reviewed, I noted swelling removed (B)(6) 2024 small hole note at approx. 9.5cm the markings on the PICC for 9,10and 11cm are very faded/not there when flushed. Patient treatment altered, PICC line was removed, alternative vascular access needed." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.